Manufacturer narrative:
Journal article citation: nicole sanchez figueroa, doga kuruoglu, vahe fahradyan, nho tran, basel sharaf, jorys martínez-jorge, feminizing gender affirming breast surgery: procedural outcomes at a single academic institution, aesthetic surgery journal open forum, volume 6, 2024, ojae032, https://doi.org/10.1093/asjof/ojae032. The event of wound dehiscence and infection (unknown onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: wound dehiscence, infection; device remains implanted per article.

Event description:
Literature article: "feminizing gender affirming breast surgery: procedural outcomes at a single academic institution." In article reported minor complication "surgical site infection, full thickness wound dehiscence."the device remains implanted. Events were treated, no surgery for replacement per article.